Event description:
It was reported that the unspecified bd pen needle experienced device damage while still considered operable. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 21-nov-2022. Investigation summary: customer returned three (3) used 32g x 4mm pen needles without a cover, tear drop label, or inner shield attached. Consumer reported needle(s) bent and rear cannula end is broken and gets stuck. The returned pen needles were examined, and it was observed that 2 samples featured a bent non-patient end (npe) cannula, and 1 sample featured a broken npe cannula (see attached photos). No evidence of manufacturing defect was observed. Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. No DHR review can be carried out as lot number is unknown. Embecta was able to confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle experienced device damage while still considered operable. The following information was provided by the initial reporter: rear cannula end is broken + gets stuck.